Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caregiver reported that the customer¿s adc freestyle libre reader turns on with button press but not with test strip insertion and the customer was unable to test blood glucose. It was further reported that on (B)(6) 2019, the customer became hyperglycemic and experienced symptoms of ¿vomiting, headache and stomach ache¿. The customer was unable to self-treat and was taken to the hospital where they were hospitalized for an unspecified day and diagnosed with diabetic ketoacidosis (dka). The customer was administered infusion and insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
The caregiver reported, that the customer¿s adc freestyle libre reader turns on with button press. But not with test strip insertion .and the customer was unable to test blood glucose. It was further reported, that on (B)(6) 2019, the customer became hyperglycemic. And experienced symptoms of ¿vomiting, headache and stomach ache¿. The customer was unable to self-treat. And was taken to the hospital, where they were hospitalized for an unspecified day. And diagnosed with diabetic ketoacidosis (dka). The customer was administered infusion and insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d4: (serial number) has been updated to (B)(6) from unk, based on the returned product. H4: device mfg date has also been updated, based on returned product. No product has been returned. And an extended investigation has been performed for the reported complaint. There was no indication, that the product did not meet specifications. The DHR (device history review) for the libre reader was reviewed, and indicated that the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(B)(4) investigated the port-2 complaint for meter turns on with button but not strip and determined that there was no indication that the product did not meet specification. No product was returned for this complaint and valid serial or lot number was not provided. Port-2 issues with precision strips are isolated to the meter only. For meters using precision strips, when the strip is inserted, the no touch pin is pushed upwards and makes contact with the ground pin to power the meter on. Only the displacement of the pin powers on the meter, rather than carbon traces on the strip. The only function of the strip is to facilitate movement of the pin. As such, no strip related investigation activities are performed for port-2 issues. A tripped trend review was conducted for nov 2018 to nov 2019 and showed no trip for port-2 and libre reader . The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed as per document 8.5.100w04.

Event description:
The caregiver reported that the customer¿s adc freestyle libre reader turns on with button press but not with test strip insertion and the customer was unable to test blood glucose. It was further reported that on (B)(6)2019, the customer became hyperglycemic and experienced symptoms of ¿vomiting, headache and stomach ache¿. The customer was unable to self-treat and was taken to the hospital where they were hospitalized for an unspecified day and diagnosed with diabetic ketoacidosis (dka). The customer was administered infusion and insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.